Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The audio and vibration functions were tested using approved software. Both audio and vibration functions worked properly. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported that on occasion, the adc device: "the reader is very old, and it's volume has slipped away, they patient can no longer hear its alarms." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; follow up attempt was successful. There was no report of adverse event or third-party intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported that on occasion, the adc device: "the reader is very old, and it's volume has slipped away, they patient can no longer hear its alarms." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; follow up attempt was successful. There was no report of adverse event or third-party intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.